Event description:
A zoll pt service representative (psr) contacted zoll customer support while fitting a (B)(6), female, pt, to report that the charger/modem would power on normally, but would not recognize either battery pack. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger does not recognize batteries) has been confirmed. Upon receipt, the battery board was not connected to the beside board properly. The cause for the inability to recognize the battery packs was the improper board connection. The root cause for the improper connection cannot be positively determined but is likely and assembly error. No adverse event occurred due to the improper connection. The pt was issued a replacement charger/modem.